Event description:
Complainant alleged that during biomed testing, the device would not discharge during 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.